Manufacturer narrative:
An evaluation was performed for the customer reported issue of overfeeding. The device from this complaint was returned and evaluated at the regional service center. The issue reported by the customer was not able to be duplicated therefore the failure was not confirmed at this time and no root cause is available. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is reviewed on a routine basis and if a trend is observed, actions will be taken as necessary. This complaint will be used for tracing and trending purposes.

Event description:
The customer reported that the device set volume changes automatically. Additional information received on 16-jul-2020 stated that the flow rate was set at 20 ml/h and pressed start button however, the rate was automatically changed to 60 ml/h even though no one touched it. The patient was overfed as the 200 ml formula was set for 12 hours however, it finished for 3 hours and a half. There was no patient harm and no medical intervention needed. The patient is not metabolic. The volume to be infused was set to 200 ml. The rate was set to 20 ml/hr. The actual volume delivered was 200 ml. The feed was completed in 3 hours 30 minutes. It is unknown if the rate of the feed changed. The completion alarm sounded and the nurse found the device has changed the rate on its own because the feeding had finished earlier than the setting. The type of delivery used on the patient was unknown. The feeding set used with the pump is j001fo kangaroo joey pump feeding set with unknown lot number. The set was used for 3 hours 30 minutes prior to the incident. The type of formula used to feed the patient was elental. The patient was being fed for 3 hours 30 minutes.